Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.